Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. The service center reports the device cannot be powered on; the unit's power cord (power supply) is corroded. Dust and dirt contaminants were found in device. There is no allegation of patient harm or serious injury and no medical intervention.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded and the unit can't be power on in order to be able to collect the error log/machine hours, error code numbers/software version. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.